Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during delivery. Customer's blood glucose level was not impacted.

Manufacturer narrative:
The device as been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.